Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a large number of inappropriate mode switching episodes were observed on the device. Further review of the episodes noted that the cause was due to far r-wave oversensing on the atrial channel. Programming changes were discussed and will be performed at next follow-up visit. There were no reported patient symptoms.